Event description:
The customer reported that thirty-eight days after the cannula was positioned, the tube connected to the pilot balloon broke. The cannula was changed by the ambulance physician.

Manufacturer narrative:
The reported info suggests: reuse of the device beyond labeled specifications, not to use past twenty-nine days.